Event description:
Customer reported a past high blood glucose event with a highest level of 536 mg/dl. Customer resolved the issue with a corrective injection via mdi, and technical support recommended consulting with a healthcare professional to discuss potential factors affecting blood glucose levels. No frequent or recurring high blood glucose events were reported.